Event description:
On (B)(6) 2012 the pt underwent an endovascular procedure to treat a proximal type I endoleak on a medtronic graft with a gore excluder aaa endoprosthesis aortic extender component. The pt had noteworthy tortuosity and calcium. The physician advanced an 18 fr sheath in the right external iliac artery. The sheath would not advance beyond the external iliac due to calcium. The physician then continued to advance the device catheter outside the sheath. During advancement outside the sheath, the leading olive separated and the aortic extender component began to deploy. The device was deployed in the right external iliac. The device was ballooned and then a bare metal stent was deployed inside the aortic extender component to maintain blood flow. The physician failed to snare the olive. Then physician then deployed another aortic extender component and trapped the separated olive between it and the vessel wall. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.